Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 490 (mg/dl) to greater than 600 (mg/dl) with moderate level of ketones. Reportedly, the customer delivered a bolus with the pump to address bg level. Additionally, the customer suspected that the basal rate was not working. Tandem technical support performed a system check which verified that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.